Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+2.5/107 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as "small diameter of icl related to sulcus-sulcus diameter."

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic bent and foreign residue on the lens. Claim#: (B)(4).